Manufacturer narrative:
Model number/catalog number: 72404433. Serial number: n/a. Batch/lot number: 1100840097. Model/catalog description: cx preconnect tenacio 21cm ps, iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited a reservoir migration, which resulted in a bowel obstruction. A surgical procedure was performed during which the reservoir was removed. It was also noted that the cylinders were left semi-inflated, and a metal cap was placed on the cylinder tubing just beneath the abdominal counter incision. No additional patient complications were reported.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited a reservoir migration, which resulted in a bowel obstruction. A surgical procedure was performed during which the reservoir was removed. It was also noted that the cylinders were left semi-inflated, and a metal cap was placed on the cylinder tubing just beneath the abdominal counter incision. No additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404433, serial number: n/a, batch/lot number: 1100840097, model/catalog description: cx preconnect tenacio 21cm ps, iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms of bowel obstruction and migration were found to be listed in the IFU. A risk review was completed and confirmed that the event of obstruction, bowel, and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the available information a conclusion code of known inherent risk of device was assigned to this investigation.